Manufacturer narrative:
Per the evaluation, the manufacturer can not conclusively determine the cause of the reported complaint as the customer¿s accessories and hand pieces were not returned for analysis. The generator was returned and passed the output testing and functions as designed. Dents found on the touchscreen and rear chassis are due to customer's mishandling and do not affect the form, fit, or function of the device. A supplemental report will be submitted if additional information becomes available. The ultrasonic generator (usg-400) is intended to be used with the electrosurgical generator (esg-400), the thunderbeat transducer (td-tb400), the sonicbeat transducer (td-sb400), the thunderbeat, and / or the sonicbeat for open, laparoscopic (including single-site surgery), and endoscopic surgery to cut (dissect) or coagulate soft tissue or to ligate (seal and cut) vessels. The instructions for use state: "follow the dangers, warnings, and cautions described below when handling this ultrasonic generator. This information is supplemented by the dangers, warnings, and cautions described in each chapter. Use this equipment properly. If not properly used, it may cause deformation, breakage, patient and/or operator injury, malfunction of the cardiac pacemaker, burns of the surgeon, surgical staff and/or patient, electric shock, abnormal output or malfunction, perforation, bleeding, postoperative bleeding, tissue damage and infection to the surgeon, surgical staff and/or patient."

Event description:
It was reported that the patient experienced a burn injury during a diagnostic laparoscopic procedure for an ectopic pregnancy while using a usg-400 generator. A week later the patient was experiencing bloating. The patient was re-scoped on (B)(6) 2019 and the physician found burned tissue in the patient. The patient underwent an exploratory laparotomy and the surgeon removed the patient's appendix and cecum. There was no further patient injury or harm reported after this procedure.